Event description:
It was reported that the patient underwent a surgery to replace an infected inflatable penile prosthesis (ipp). The ipp was removed and replaced with malleable prosthesis. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.